Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient had thought, but did not know if the ins had flipped or moved. It was stated that there was a coupling problem. It was stated that the patient saw 8 coupling boxes, but they were all blank. It was stated that the recharger ¿made a noise and it wasn¿t charging [the patient].¿ it was later stated that the recharger had 4 boxes filled in. It was noted that the patient had last charged yesterday. It was stated that the patient was ¿kind of scared¿ because it ¿felt like it went down, like a downgrade in the stimulation, like [the patient] lost the sensation,¿ which was noted to have started on the day of this report, but the patient had ¿felt like this for the past few months.¿ it was stated that the battery was ¿hanging in [the patient¿s] body.¿ it was stated that the patient thought that the battery was ¿hanging¿ because the patient had lost weight, and had gone from ¿195 to 110, so it kind of feels funny.¿ it was noted that the patient had lost the weight about a year ago. It was noted that the recharger was working as designed. Additional information received reported that there was a 50% or greater symptoms reduction. It was noted that the event was not device related. It was stated that x-rays were taken. It was stated that the patient had recovered without permanent impairment. It was noted that a device flip was not confirmed. Additional information received reported that the patient¿s implantable neurostimulator (ins) had ¿enough juice yesterday,¿ but had ¿lost its last juice and needed to recharge.¿ it was stated that the patient had last felt stimulation ¿20 minutes ago.¿ it was stated that the stimulator would cause the patient to ¿feel funny¿ when it would turn off, and the patient was ¿thinking it goes off then [the patient] has to recharge it and it will go back on.¿ it was stated that when the stimulation was off the patient felt like there were spiders on her, ¿like a movement inside and when you drive and something slows down.¿ it was noted that the patient had the feeling before ¿like feeling pain and funny feeling and when left hurt [the patient] more than the right.¿ it was noted that the patient had first had the feeling 2-3 weeks ago. It was noted that the patient did not want to have the feeling and did not want to take any pills. It was noted that the patient had scheduled an appointment with a healthcare provider (hcp) for (B)(6). Additional information received reported that the patient was still having concerns with the device or therapy, but was working with a manufacturer representative or hcp.